Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) of potassium during therapy (dose, programmed amount and delivery rate unknown) in the general patient ward. The customer stated that the device was continuously programmed to deliver an additional 15-30 milliliters to resolve the issue and complete the infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.